Event description:
Inadequate bone quality/bone quantity and asymptomatic were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was performed at the time of surgery.

Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Inadequate bone quality/bone quantity was reported.